Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a rep came out to see the patient and "ok" the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported that the last couple of days the patient's hip was hurting. When the patient recharged, she then saw an informational por message on the programmer. The por message was successfully cleared. Therapy was turned on and was adequate. Troubleshooting resolved the issue. No further complications were reported.